Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. There was no known impact to the customer's blood glucose (bg) level. The customer changed their infusion set tubing, site and cartridge.